Event description:
It was reported that during a mandible reconstruction with free flap, while bending the plate, a piece of the plate bender instrument broke off. It did not break in the surgical field. The surgeon used another bender to contour the plate with no further problem and no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Operator of device was a health professional. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation. The smaller jaw of the "duckbill" feature used for out of plane bends was broken off. The fracture surface was homogenous and there was no indication of any material issues. Brownish spots and discoloration on various surfaces of the parts and on the etching were observed. The handles actuated easily as intended, but there was some squeaking as they moved. All etch marks were visible and legible, including the synthes logo, part number, lot number, ce mark, and functional information. The part had etches stating "bend and cut up to 1.5mm thick plates only" in several locations. As reported, the device was being used to bend a 2.4mm plate when it broke; therefore, improper use of the instrument to bend a 2.4mm plate was the reason for the breakage. This complaint is invalid from a manufacturing standpoint.